Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) due to lead dislodgement. It was also noted that this lead had sensing issue. Boston scientific technical services (ts) advised turning tachy off so the patient does not get an inappropriate shock and suggested programming changes. Additional information indicated that the lead was revised. The filed representative was not present during the procedure. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.